Event description:
It was reported the provisional fractured during trialing as part of a knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional top. Complaint sample was evaluated and the reported event was confirmed. Returned provisional exhibits signs of use (nicked or gouged) and is not chipped but what appears to be saw blade marks. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue was due to user not following the instruction as returned instrument indicated that the saw blade/cutting instrument used on trialing instrument or during the trialing process. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.